Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a clearlink system continu-flo solution set and a clearlink system secondary medication set. The primary and secondary sets had been setup for infusion of unspecified medication; however, it was observed that there was no dripping in the drip chamber of the secondary set. Troubleshooting was attempted by clamping the primary set tubing and resetting the unspecified pump; however, the medication would not infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.